Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved?

Event description:
It was reported that during a semi-open colectomy, the firing knob was broken off when the device was going to be fired on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient: no.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. Did any pieces fall into the patient? No. The analysis results found that the only the anvill half was received, with the firing knob detached and with a piece of plastic that seems to be a part of the slip block. This damaged is consistent to the damaged with the slip block assembly and is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.